Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx40 instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 10 bottles showing false positive. Customer reports that false positives occurred in the same bottles from the same patient.

Manufacturer narrative:
H6: investigation summary a failure was reported on a bd bactec fx40 ( p/n 442296, s/n (B)(6)). Customer reported false positives on their instrument. A field service engineer (fse) worked with the customer and found no abnormalities on the instrument. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It has been reported that the bd bactec¿ fx40 instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: 10 bottles showing false positive. Customer reports that false positives occurred in the same bottles from the same patient.